Event description:
Caller states this inform meter was reported by the operators to be smoking and melted when docked. The electrical contacts of the inform meter are blackened and the plastic around them is melted. No adverse event reported. Requested return of device, replacement was sent.